Event description:
It was reported bd 0.3 ml insulin syringe with ultra-fine¿ needle had a separation issue. The following information was provided by the initial reporter, translated from spanish: "I write because my mother gets a syringe for the second time that when removing the orange cap to extract the insulin, it breaks and the needle remains attached to the cap and cannot be used.".

Manufacturer narrative:
H.6. Investigation: customer returned photos of a 3/10cc, 6mm, 31g syringe in an open poly bag from lot # 0020542. Customer states that when removing the orange cap to extract the insulin, it breaks and the needle remains attached to the cap and cannot be used. The attached photos were examined and exhibited the hub-needle/shield assembly separated form the barrel. A review of the device history record was completed for batch# 0020542. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. CAPA#1630423 was initiated.

Manufacturer narrative:
Date of event: date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0020542. Medical device expiration date: 01/31/2025. UDI#: (B)(4). Device manufacture date: 01/20/2020. Medical device lot #: unknown. Medical device expiration date: unknown. UDI#: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records for the lot provided was performed, and no non-conformances were raised in association with this type of event for this lot. A device history record could not be completed for the second device as no material number or lot number was received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd 0.3 ml insulin syringe with ultra-fine¿ needle had a separation issue. The following information was provided by the initial reporter, translated from spanish: "I write because my mother gets a syringe for the second time that when removing the orange cap to extract the insulin, it breaks and the needle remains attached to the cap and cannot be used."